Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they were injected with juvéderm vollure¿ xc in the cheeks, marionette lines and nasolabial folds, and juvéderm® ultra. On the day of injection, patient experienced ¿vascular occlusion, bruising in left eye, lumps and can't feel the left side of mouth¿. Treatment is noted as hyaluronidase, nitroglycerin, nitrous oxide, cipro, prednisone, tramadol, and asa. Symptoms have resolved, but possible scarring was noted. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00425 (B)(4). This MDR is being submitted for juvéderm® ultra.